Event description:
A non-healthcare professional reported during the intraocular lens (iol) implantation the plunger went over the lens and while taking the lens out the haptic came off. There was patient contact. Procedure completed and the product is available for the return. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).